Manufacturer narrative:
Continuation of d10: 4674 lead, implanted: (B)(6) 2018; evolutr-26-us transcatheter valve  implanted: (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited possible intermittent atrial under sensing noted on stored electrograms (egm) with falsely classified termination of ongoing atrial arrhythmia.  The right ventricular (rv) lead exhibited possible ventricular under sensing noted on stored electrograms (egm).  The patient experienced cardiac arrest and passed away three days later.  Status of ra lead and rv lead is not known.